Event description:
A hospital in another country, reported to our distributor that the suction port on a rt226 infant breathing circuit kit was deformed. This was found prior to use on a patient.

Manufacturer narrative:
This report was prepared by rep. This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The complaint device and a photograph were visually inspected. Results: our records indicate that this is the only complaint of this nature received for the given lot number. Our investigator did not find a fault with the suction valve. However the valve was not assembled into the suction port properly. This error most likely occurred during manufacturing, however the defect was not severe enough to cause the device to fail the pressure/leak test that is performed on all breathing circuits prior to being packed for despatch. Conclusions: no failure was detected however the device was out of specification. This was an unusual event. We will continue to monitor complaints of this nature.